Event description:
Surgeon using the intuitive force bipolar, lot k10240215 serial number (B)(6), in patient. During this time, the jaw snapped and was unable to be closed. Due to this, it was not able to come out of the trocar. Trocar removed with instrument still attached. New trocar placed. Instrument sent to sp for cleaning with note to send to the defective device team.